Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. A test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the rim of the reservoir compartment had damage. The customer reported that the half of the rim broke and missing. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.